Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the pump electrical current draws were out of specifications. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box showed a sudden voltage drop from 1.52 v to 1.47 v. During testing the pump electrical current draw was observed to be above specifications. The pump cover was removed and the continuous glucose monitor (cgm) circuit was unplugged and the pump current draws returned to normal. The cgm circuit was examined and a cold solder connection was found in the circuit. The electrical currents remained within range after the solder joint was repaired and the circuit was reconnected to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).